Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 08-nov-2015, an fse conducted on-site follow-up with the customer. The fse observed corrosion on the sample nozzle. The sample nozzle was replaced and realigned. The instrument returned to normal operation. The most probable cause of the reported event was due to a defective sample nozzle.

Event description:
On (B)(6) 2015, a customer reported error 2074 and a64, bubble detected during suction by main arm with their #2 aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, prog, prl, lhii, fsh, e2 and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Event description:
N/a follow-up.